Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling of the device. The event can be detected by following the instructions for use (IFU) sections which state: instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.2 ¿preparation and inspection of endoscope¿ describes how to inspect for the subject event as below. Inspection of the endoscope. 1. Inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts or other irregularities. 2. Inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, holes, sagging, transformation, bends, adhesion of foreign bodies, dropout of parts, any protruding objects or other irregularities. 4. Holding the insertion tube gently with one hand, carefully run your fingertips over the entire length of the insertion tube in both directions (see figure 3.2). Confirm that no objects or metallic wire protrude from the insertion tube. Also confirm that the insertion tube is not abnormally rigid. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1/establishment name: (B)(6).the device was returned to olympus repair facility for evaluation, the customer¿s allegation was confirmed. In addition, evaluation of the device observed the following: the bending angle in up direction does not meet the standard value, due to wear of angle wire; the play of u/d knob is out of the standard value, due to wear of angle wire; the adhesive of the bending section cover and light guide lens were cracked; there were scratches on the adhesive of the bending section cover, connecting tube, plastic distal end cover (c-cover), and light guide lens; the scope cover (s-cover) plate and the adhesive around the lightguide were peeling, the nozzle was deformed and the connecting tube was wrinkled. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the duodenovideoscope forceps lifting wire was broken. During the evaluation, the following reportable issue was found that there was a gap between the adhesive part of the plastic cover and the c-phone tie. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.